Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration. These are a known potential adverse events addressed in the product labeling.

Event description:
Physician reported "suspected leak and silicone seen on lymph node biopsy" for the patient. The device will not be returned "as it could not be sterilized. The device was explanted. This record is for the right side.